Event description:
The customer contact reported unrestricted flow. During inservice training prior to any pt use, a primed cassette was loaded into channel b of the device. During the device self test, the device alarmed. At this time it was noted that "fluid was pulled rapidly out of the cassette distal to the pump." The device was powered off and the fluid stopped flowing. Though requested, no further info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.